Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010 due to a low battery. The fault appears to have gone unnoticed until (B)(6) 2011 or the pad-pak was removed. The device failed again on (B)(6) 2011. No fault was found with the pad or pad-pak and it was not depleted. Testing indicated that under load current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warning. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device passes then fails the self test.